Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty tft color lcd display module. The tft color lcd display module was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's display showed white, green, purple, blue and red vertical lines and was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.